Event description:
It was reported that during the first ablations turns, everything was fine. Another ablation was performed at right ventricular outflow tract (rvot) for approximately 30 seconds of ablation and then steam pop occurred resulting in pericardial effusion. The systems setting were power control mode, 40 watts, flow rate 15 ml/min. Antagonisation of heparin and drainage of the epicardial blood effusion were performed. There was no hospitalization and the patient was fully recovered. According to the customer there was no patient consequence due to the pericardial effusion.

Manufacturer narrative:
The device history record was reviewed, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).